Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that emergency service took the customer to the hospital due to an elevated blood glucose (bg) level of 542-543 mg/dl. The cause for elevated bg level was unknown. Customer was treated with manual injections and intravenous fluids for hydration. Customer was released from the hospital on (B)(6) 2019 with no permanent damage.